Event description:
During a shoulder surgery performed on (B)(6) 2020, the smr shaft angled glenoid reamer (product code 9013.75.355, lot# 20bh01d) broke. According to the information reported by the complaint source, surgeon was not sure whether the breakage has been due to a hard bone or to the reamer catching a retractor. The surgical time was extended of only 1 minute and the broken pieces were removed. Surgery was successfully completed. Estimated number of uses of the instrument: 5-10 times. Event happened in the us.

Manufacturer narrative:
By checking the DHR of the lot # 20bh01d, no pre-existing anomalies were detected on all the pieces manufactured with this lot #. We received some pictures of the broken pieces of the instrument involved. As reported by the complaint source, surgeon was not sure whether the breakage has been due to a hard bone or to the reamer catching a retractor. The product code involved in this complaint (9013.75.355 v00, shaft for angled glenoid reamer) was used on the market in controlled release phase. After receiving a total of 8 complaints from the market, technical investigation identified all the potential critical points related to the instrument geometry: a corrective action was put in place to increase the mechanical resistance of the shaft for angled glenoid reamer leading to a new version (01) of the instrument. Moreover, an additional note ("in case of hard/sclerotic glenoid bone surface, the initial glenoid drill can be optionally used to prepare the glenoid seat for reaming") in the relevant surgical technique related to the optional pre-drill step will be added. This is a final report. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Manufacturer narrative:
By checking the DHR of the lot # 20bh01d, no pre-existing anomalies were detected on all the pieces manufactured with this lot #. We will submit a final MDR once the investigation will be completed.

Event description:
During shoulder surgery performed on (B)(6) 2020, the smr shaft angled glenoid reamer (product code 9013.75.355, lot# 20bh01d) broke. According to the information reported by the complaint source, surgeon was not sure whether the breakage has been due to a hard bone or to the reamer catching a retractor. The surgical time was extended of 1 minute and broken pieces were removed. Surgery was successfully completed. It was reported that the instrument was used about 5-10 times. Event happened in the us.